Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels over 440 mg/dl. The customer also experienced excessive thirst and vomiting. The customer had been experiencing high blood glucose levels for the past month as well. Troubleshooting was performed, and found that the insulin pump had given an alarm that erased all of the basal rates. Also found several no delivery alarms in the alarm history. The insulin pump passed the lead screw and self tests, but there was no tubing clamp for the high pressure test. A tubing clamp was sent to the customer. Nothing further was reported.